Manufacturer narrative:
Initial reporter: the complaint information was initially provided by a pharmacist from (B)(6). The pharmacist also provided contact information for the consumer and additional information was obtained. The information for the pharmacist is as follows: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 32 g x 4 mm bd ultra fine¿ insulin pen needle broke off in a child patient's leg during injection. The patient was taken to a doctor's office and received x-rays. The patient was also scheduled to have surgery to remove the broken needle. The patient's parent also reported that the patient received three injections per day, that the needle was not reused, and that there was no bleeding but there is minor discomfort when the injection area is touched.

Manufacturer narrative:
Investigation summary: customer returned ( 10 ) 4mm, 32g bd pen needles, unopened (not used). Customer states a needle broke off at his son leg. All of the returned unopened pen needles were examined for broken needle at np end of cannula. None of the 10 needles examined were broken at the np end of the cannula, nor on the npe of the cannula either. All ten (10) returned needles were then tested for point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point (pe/npe), outer diameter (in), lube: sample 1: good/good, 0.0090, good; sample 2: good/good, 0.0091, good; sample 3: good/good, 0.0091, good; sample 4: good/good, 0.0090, good; sample 6: good/good, 0.0092, good; sample 7: good/good, 0.0091, good; sample 8: good/good, 0.0090, good; sample 9: good/good, 0.0091, good; sample 10: good/good, 0.0092, good. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: root cause cannot be determined at this time as the issue is unconfirmed. The samples returned did not exhibit the alleged defect.

Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6293782. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
(B)(4).